Event description:
The pt's mother reported that since 11/2006, the pt has been experiencing very altered mood swings, laughing at nothing to very violent out bursts where he actually hurts himself, anxiety ("he wants me around at all time, which is very unusual"), occasional urine retention, mouth spasms, not being able to remember stuff from day to day, and several other odd changes in atypical behavior. The hcp has indicated that the "pump is fine, is working properly, and is getting medication properly". CT scan was "clean" and eeg "typical" for cp pt. A follow-up report will be sent if add'l info becomes available.